Event description:
Patient reports one of the back teeth broke the other day and has a large hole with decay. Patient states currently wearing #9 aligners for one week on top and bottom. Tooth repair scheduled for monday, (B)(6) 2024.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.